Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue and resumed insulin therapy successfully. Customer's blood glucose was 455 mg/dl. Reportedly, customer required assistance from friends and family, who brought customer food and water due to elevated blood glucose. Elevated blood glucose was addressed by correction injection via manual injection.